Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with multiple insulin pump errors. The blood glucose was unknown at the time of the incident. Alarm did not occur during the rewind/prime sequence. Assisted customer in performing a self test and was passed. Customer advised to replace and discontinue the insulin pump and refer to back-up plan. The insulin pump will be returned for analysis.